Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354drg, ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient inquired with claim that there is a loose wire, and questioned whether the product would be replaced. Follow up information indicated that approximately five days later the patient presented to the pacemaker clinic complaining about shocks experienced at night. Upon device interrogation, it was noted a recent increase of pacing threshold for the right ventricular (rv) lead, that appeared to stabilize over time. All other parameters such as sensing and impedance were within range. No arrhythmia episodes noted. The patient passed a holter test in order to identify causes of the shock like feeling. Holter results did not show evidence of device causing him the symptom since all patient symptoms could not be correlated with any device function. All holter time shows no device function but rather patient's own rhythm. Patient indicated searching over the internet and worried about the lead to be part of a recall, as reason for call to manufacturer. Patient history shows post- shock anxiety episodes documented over the time. The rv remains in use, and no patient complications have been reported as a result of this event.